Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. On 11/19/2010 (through follow-up with the health-care provider), additional information was received from the health-care provider. It was learned that the device was explanted due to a suture loop and perivalvular leak. It was also noted that the patient had endocarditis. Per the surgeon, the reason for explanting the device was not related to a device malfunction, but procedure related. The operative report was requested, but was not provided. No other details were provided.

Manufacturer narrative:
(B)(4) = suture loop.device not returned. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.